Event description:
It was reported that the pt experienced acute pain in her back and went to the emergency room on (B)(6) 2011, where she rec'd an injection for a pinched nerve. The pt stated her back pain was better, but that she had pain down her right leg that felt like "pins and needles." The pt also had numbness. The event had happened once before when the neurostimulator was accidentally turned on. The pt had not used her device since about 1992 because, it had never helped with her pelvic pain. Her pelvic pain was better, and the pt was considering having the device explanted. The pt was in excruciating pain, but her physician was unable to treat her further until was verified whether the neurostimulator was on or off. The device was interrogated by a MFR rep and the device was found to be on at 0.0 volts. Symptoms the pt had experienced were unrelated to the neurostimulator. The pt was going to be referred to have her device explanted and her add'l pain needs addressed. The pt's neurostimulator was turning on intermittently. A MFR rep noted that sometimes interrogation would show the device was on at 1.5v and other times interrogation would show the device was on at 1.5v and other times it would show the device was off at 0.0v, 60pw, and a rate of 30. All of the varying interrogations were performed during one visit in the clinic. Battery voltage and amplitude were unable to be checked due to the device turning on and off intermittently. The pt stated, she was not in pain when stimulation was on. The pt was doing fine and the neurostimulator was going to be explanted at (B)(6) 2011. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).